Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display, error 130 and error 43 due to insulin pump flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm and display was solid white. The customer¿s blood glucose was 138 mg/dl. Customer reported they were able to clear the alarm. Able to clear alarm but it keep alarming. Customer stated that they were not able to rewind the insulin pump. Customer reported that display was solid white. There was no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The troubleshooting was performed. The customer was advised the insulin pump will need to be replaced and advised to revert to the backup plan. The insulin pump will be returned for analysis.